Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was disconnected from the ac power for transport, it was noted by the perfusionist that the pump almost immediately "die" after switching to battery power. The perfusionist stated that the battery icon showed fully charged. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was disconnected from the ac power for transport, it was noted by the perfusionist that the pump almost immediately "die" after switching to battery power. The perfusionist stated that the battery icon showed fully charged. As a result, the pump was swapped out for another. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
Qn#(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of "pump shut off on battery power" is not able to be confirmed. Additional information indicated the biomed replaced battery. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. The reported complaint will be monitored for any developing trends. No further action required at this time.